Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Article: "management of fractures inferior vena cava filters" trerotola and stavropoulos, 2017: d4) catalog# is unknown but referred to as cook gunther tulip filter g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to article: "patient reported abdominal pain and nausea. Images showed penetration of filter-leg into vertebral body, positioned completely extravascular and filter tip embedded in tissue adherent to the caval wall. The filter was retrieved with forceps, whereas the extravascular intraosseous fragment was retained." Patient outcome: the product caused or contributed to the need for additional procedures. Diagnostic examination and removal of filter. "The patient's symptoms resolved."

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Summary of investigational findings: investigation is based on the journal article. Patient reported abdominal pain and nausea. Images showed penetration of filter-leg into vertebral body, positioned completely extravascular and filter tip embedded in tissue adherent to the caval wall. The filter was retrieved with forceps, whereas the extravascular intraosseous fragment was retained. The patient's symptoms resolved. The article is a retrospective review of the presentations, approach and success rate of fractured ivc filter retrievals as well as retrieval of fracture fragments in reference to the anatomic location of the fractured filter fragments. Three figures included in the article and appendix were cook products and the commonality of these three cases is the long dwell time of 5 or more years. As all of these filters were removed, it is presumed there was no further clinical indication for these filters to be present. This fact reinforces the FDA¿s warnings to prevent these complications by removing filters that are no longer clinically indicated. Figure e1 in the journal article demonstrates a gunther tulip ivc filter with a dwell time of approximately 5 years. The patient presented with abdominal pain and nausea and was found to have a fracture involving one of the "thin wires¿/arms of the gunther tulip ivc filter. In addition, there was an insignificant tilt, however, the hook of the ivc filter abutted the right lateral wall of the ivc, causing ingrowth. There was also a penetration of one of the leftward directed primary filter legs. The filter was successfully retrieved, however, the extravascular "thin wire¿ was not retrieved and likely had some interaction with the adjacent vertebral body as there was slight lucency described on the x-ray, although this was not confirmed with CT. The patient's symptoms resolved following removal of the ivc filter, suggesting either the interaction of the hook with the wall of the inferior vena cava or the other penetrations may have contributed to the patient's symptoms. The cause of the "thin wire " fracture is indeterminate on this exam. The remaining primary filter legs and the remaining thin wires all appear intact and fairly unremarkable. The cause of penetration, at this point, is indeterminate, but likely multifactorial and related to intrinsic factors with either the filter design or the patient¿s anatomy/biology. Conical filter design, dwell time, significant filter tilt, and ivc diameter measuring less than 24 mm have been described as potential contributing factors to development of ivc filter penetration. The dwell time of 5 years was likely the leading factor. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that filter fragment embolized into the heart or lung may be safely retrieved. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is no evidence to suggest that this tulip filter was not manufactured according to specifications and nothing indicates that it did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.